Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this implantable pacemaker exhibited high impedance measurements and high pacing thresholds. After evaluation of the device it was decided to perform reconfiguration and re-evaluate on a later time. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is not expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker exhibited high impedance measurements and high pacing thresholds. After evaluation of the device it was decided to perform reconfiguration and re-evaluate on a later time. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was surgically abandoned and replaced.